Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of 140 ohms initially; however, subsequently decreased to 110-116 ohms range. All other measurements were noted to be normal. Technical services (ts) suggested to continue monitoring. This lead remain in service and no adverse patient effects were reported.